Event description:
The customer stated that she had been receiving low glucose readings of lo, 26, and 21 mg/dl. The customer stated that her doctor took her off her medication due to her readings being so low, but she did not allege any adverse events. Control solution was to be sent to the customer for further troubleshooting of the system. No product will be returned at this time.